Event description:
The customer called for assistance programming a bolus on the insulin pump. While checking the history files, it was found that the customer was delivered a bolus of 23.5 units of insulin prior to the phone call. The customer's blood glucose reading at the start of the phone call was 171 mg/dl, but it quickly dropped to 71 mg/dl. Paramedics were called and arrived on the scene to assist the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.